Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the display screen of the programmer was way out of alignment with the stylus. Recalibration was attempted a number of times but the situation worsened to the point of the programmer becoming unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Event description:
It was reported that the display screen of the programmer was way out of alignment with the stylus. Recalibration was attempted a number of times but the situation worsened to the point of the programmer becoming unusable. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the programmer was returned and analysis confirmed the customer comment that the stylus and display screen were out of alignment in some areas. Analysis also found that the system fan was noisy. (B)(4).